Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that a patient fell from a sling during a transfer. No injury was reported. No device malfunction was found which might led to reported event. The collecting of the information is ongoing.

Manufacturer narrative:
An arjo representative was informed about an event involving maxi sky 2 device and passive loop sling (model no. Mlaas2000l, serial number (B)(6)). It was reported that during transfer from a chair, a patient slipped out of the sling. As a consequence of the event patient fall on the floor. No injury was reported. After the event, the device was evaluated by arjo representative. The functional and visual inspection did not reveal any sling and lift malfunction. During the interview, a customer stated that a sling was placed under the patient using the hammock technique, which means that the sling leg flaps were crossed underneath patients legs. Moreover, the arjo sales representative tried to recreate the event using the technique presented by the customer and was not able to recreate the reported fall. During the discussion with the customer, customer could not explain the cause of the fall, but when analysing the event both arjo representative and the customer suggested that the method of sling application for this patient might have been inadequate, which could have led to the fall. The instruction for use for the maxi sky 2 ceiling lift contains information regarding methods of sling application and graphic illustration of a sling application for particular patients: "method 1 cross through. This method is recommended for most general transfers. Method 2 hammock. This method can provide a comfortable cradle for amputee patients. It is also a useful method for patients with muscular contractors, making it difficult to bring a sling strap between the legs." Warning: method 2 (hammock) might not be suitable for confused, combative or erratic patients as they can fall forward and get injured. Method 3 abduction. In this method, legs are held in abduction which is convenient for tilting and hygienic care. Warning: method 3 might not be suitable for patients with upper body control as they can slide down and almost out of the sling." Looking at the incident scenario it has been established that a ceiling lift was used for a patient handling at the time of the event. The patient slip out of the sling and in this regard, the lift did not meet its performance specification. The complaint was decided to be reportable due to the information that the patient fell out from the device during transfer.

Manufacturer narrative:
The UDI numer was added to the report.